Event description:
The reporter stated that reporter did back to back (rapid succession) blood glucose tests, using different finger sticks. Reporter's reported results were 228 and 328 mg/dl. Control test was not done due to lack of supplies; strips expired in 1999. The reporter initially stated feeling fatigue, but on followup stated reporter actually did not have any symptoms at time of reported tests. Control test with new supplies in range, 110 (84-126). Reporter applied blood accurately and checks confirmation dot. Reporter stated that reporter had not had time to clean reporter's meter. No harm was alleged.